Manufacturer narrative:
A dräger service technician was dispatched; examination of the machine revealed that the ventilator's piston diaphragm had been installed incorrectly by a non-dräger technician. The technician replaced the piston diaphragm and a sealing ring. The workstation was tested afterwards, exhibited no further problems and could be returned to use. The electronic log file contains entries that are in context to the reported event and which will be logged when the pressure inside the piston drops below a defined minimum. To prevent from serious damages to the pneumatic system the supervisor function of the software shuts down automatic ventilation and posts a corresponding alarm. Manual ventilation remains possible in this state and the monitoring functions will still be available as well. Dräger finally concludes that the workstation has responded to an error condition as per design of the safety concept. Reportedly, the event did not result in any adverse health effects to the patient and the repair has put back the device into fully operable condition.

Event description:
It was reported that during a case, the user was not able to build pressure to ventilate the patient. The machine was reportedly swapped out and there was no patient injury reported.